Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where the sine cycle test failed with error 2306 on axis 4, replicating the reported event. Root cause is attributed to the carriage degree-of-freedom (dof) 5 stator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the universal surgical manipulator (usm) 4 not working. According to the customer, when the surgeon would move the usm4 it would fault. Tse reviewed the system logs and confirmed error 23062 pointing to the usm4. The customer was continuing with the surgical procedure using usm1, usm2, and usm3. The procedure was completing as planned with no reported injury.